Event description:
Account reported the initial result for a pt calcium was 9.8 mg/dl and when repeated, the result was 7.6 mg/dl. The incorrect result was not reported. The field service representative found the r2 syringe was leaking and the st2 probe was defective. He repaired the instrument by replacing the syringe and probe.